Event description:
The user facility reported that water was leaking from their endo smartcap tubing. The tubing was quickly replaced, and the scope functioned correctly. No report of injury or procedure delay.

Manufacturer narrative:
The endo smartcap tubing set was returned to steris for evaluation. The evaluation confirmed that the body cap component had detached from the body, which likely contributed to the reported event; however, a definitive root cause of the separation could not be determined. A complaint review was conducted and confirmed this to be an isolated event for the subject lot. Steris will continue to monitor for similar events. No additional issues have been reported.